Event description:
Spontaneous communication from the patient who reported that the freedom pump broke when he was about to start the hizentra infusion this evening. Pharmacist advised the patient on how to manually push the medication and calculated at a rate of about 1ml per minute based on the patient's typical infusion time of about 2 hours; patient voiced understanding. No further information was provided. Pharmacy will dispense a new pump to replace the broken pump for the patient. Patient confirmed he will be able to manually infuse tonight's dose. Unknown device serial number, lot number and expiration date. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes; reported to (B)(6) by pt/caregiver.